Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that the physician, who is trained in use of the device, attempted arteriotomy closure using the starclose vascular closure system after an unk procedure. The physician was unable to complete the sheath splitting action. He could not get the arrows to align. The clip was not deployed. The device was pulled out with the wings still open. Hemostasis was achieved using manual compression. The physician was re-educated on proper removal of the device. There was no patient injury and no additional information available.